Manufacturer narrative:
The patient's spouse also reported that the patient had been hospitalized in the past for chronic obstructive pulmonary disease (copd) and congestive heart failure (chf). Additional information was received from the sales representative that he turned the ICD off and interrogated the device at the funeral home. The device was not explanted. There were no ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes. There was no allegation from the physician that the ICD contributed to patient death. A cause of death was requested and not received. The information submitted reflects all relevant data received. Product ID: d224vrc implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported by the patient's spouse that the patient was deceased and alleged that the implantable cardioverter defibrillator (ICD) contributed to the death. Cause of death was not reported. The patient's spouse inquired if the device had tried to deliver therapy as she did not observe any physical signs of that the device had delivered therapy near the time of death. Technical services discussed that the device can be returned to medtronic for testing if it was removed from the patient.